Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a patient with bilateral rupture diagnosed by ultrasound. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.6.

Event description:
Healthcare professional reported a patient with bilateral rupture diagnosed by ultrasound. The device remains implanted. This record relates to the right side.